Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. During placement of the screws, the software detected excessive forces on the end effector load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can led to the misplacement of screws. The software correctly detected the force and alerted the user. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
There was an incident during a case at conway medical center yesterday where egps placed two screws at l3 using e3d and intraoperative workflow. Both screws got a check mark on the robot when they were placed, but the left screw was significantly lateral to the plan and the right screw was slightly inferior. I'm not sure if the left screw was inferior as well because it was removed before a lateral xray was taken. The local team wanted an eef filed to check for accuracy on the system and the camera calibration. After the left screw was removed, we did a bailout to 2d navigation with e3d. The screw followed the original screws trajectory, which was visible on egps, and the surgeon decided to bail on navigation and place the screw using a k-wire and fluoro imaging. The local team also wanted to note that the offset meter has been much more sensitive since the upgrade to the point where it's almost always high and they are consistently losing the green borders even when the screw is being placed accurately.